Event description:
It was reported to boston scientific corporation that four resolution 360 clip devices were used during an esophagogastroduodenoscopy with repositioning of esophageal stent and endoscopic clipping procedure performed on (B)(6) 2021. During the procedure, six clips were opened and used; however, only two clips were fired correctly. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
FDA registration # 2000330000-2021-8034 block h6: medical device problem code a15 captures the reportable event of "opened 6 clips, only 2 fired correctly". Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. It was also noted that the catheter was kinked close to the handle section. Microscope examination was performed and it was noted that hits were found on the bushing hooks. Dimensional examination was performed on the bushing outside diameter, and it was observed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were within specification. No other issues with the device were noted. During the product analysis, the catheter kinked and this issue could have reduced the performance of the device. According to this evidence, it is possible that operational factors, such as user technique inserting or removing the device through the scope or due to some anatomical factors could cause the user the need to apply more force in the device, contributed with the observed failure and affecting its integrity. Moreover, during high magnification, it was possible to observe the hits on the bushing's hook. It is possible that this issue was created from contacts with the yoke or hypotube components. Therefore, a over manipulation of the device could affect the integrity of itself when the clip assembly tried to be deployed from the catheter and the control wire is retracted generating that the yoke or hypo tube hit on the top of the bushing. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. FDA registration # 2000330000-2021-8034.

Event description:
It was reported to boston scientific corporation that four resolution 360 clip devices were used during an esophagogastroduodenoscopy with repositioning of esophageal stent and endoscopic clipping procedure performed on (B)(6) 2021. During the procedure, six clips were opened and used; however, only two clips were fired correctly. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.